Event description:
It was reported that the ilet user accidentally removed two infusion sets from the introducer needles during insertion due to dexterity limitations, resulting in infusion set deployment issues and improper connector attachment for an inset 23" infusion set lot 6013297. No reported symptoms. Outcomes included user education and a goodwill replacement order. Investigation included customer interview and troubleshooting focused on insertion technique and proper connection. Investigation of this case revealed user handling difficulties leading to infusion set dislodgment during insertion, consistent with use error affecting the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.